Event description:
It was reported that during a laparoscopic cholecystectomy, the devices fired malformed clips (almost round circle shaped clip). User had this malfunction occur with 5 devices in a row while trying to ligate a vessel. Surgery was prolonged by one hour. There was no further pt consequence.